Event description:
On (B)(6) 2025, the user reported experiencing a blood glucose (bg) low of 60 mg/dl lasting approximately 30 minutes. They treated the low with gatorade and glucose tablets, and bg returned to range. The ilet issued a low bg alert during the event. No medical intervention or outside assistance was required.